Event description:
It was reported that the shipping box which had the titanium adapters was crushed resulting in the titanium adapters piercing through the shipping container. This was identified prior to use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 3 of 5 involved in this event.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a sample analysis could not be completed. A review of all batch record documents was performed for associated lot number 14b03h35 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.